Manufacturer narrative:
Device evaluation summary; device evaluation of monitor (B)(4) has been completed. The reported problem (abnormal shutdowns) was investigated. Upon investigation the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that a patient experienced service code 107 (multiple abnormal shutdowns).

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was investigated. As received, the monitor was resetting. Upon evaluation, the negative lead of the high-voltage capacitor c19 was broken from the solder pads. The cause of the test failure is the broken leads. The cause of the broken leads is insufficient epoxy applied at the capacitor leads and defibrillator board. The root cause of the insufficient epoxy is a manufacturing error. An internal corrective action was initiated. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient experienced service code 107 (multiple abnormal shutdowns).